Event description:
Catheter failed to show or capture full u/s image. Seeing 1/4 - 1/2 field. Manufacturer response for ivus catheter, (brand not provided) (per site reporter) took down description of problem, sending replacement, sending report to rep.